Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Manufacturing investigation evaluation: a piece of about 28mm is broken off of the returned drill bit, which is in a very used condition. Strong signs of wear are visible at the coupling piece; the cutting edges are completely blunt. The fracture face is homogenous, which indicates material conformity. The manufacturing documents were reviewed and no deviation regarding material (1.4112) was found. The device passed the hardness test back then. During the evaluation, the relevant dimensions were checked with no deviations from the specifications detected. Due to these findings and the age of the device, a manufacturing related issue can be excluded. There was no information provided as to how or when the breakage occurred; therefore the exact root cause of this occurrence cannot be determined. It is most likely that a mechanical overload by the use of a blunt instrument caused this breakage. In this relation, it is important to point out that the information leaflet states that the user should check instruments for sound surfaces and correct adjustment and function. Severely damaged instruments, instruments with unrecognizable markings, corrosion, or blunt cutting surfaces should not be used. The complaint is confirmed as the drill bit is broken; however, no manufacturing related issues were identified and/or confirmed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA device is an instrument and is not implanted/explanted. Device is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Device history records was conducted. The report indicates that the manufacturing site: (B)(4) manufacturing date: 25. Sep. 2006, no ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes europe reports an event in (B)(6) as follows: it was reported that the drill bit snapped during use, no injury sustained. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: additional product codes: gff, gfa, hsz. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
There was no patient harm. To resolve the problem they used a new drill instead.